Event description:
Boston scientific received information that this patient developed a cardiac tamponade three days post implant. The tamponade was drained and the patient was stable. On (B)(6) 2011 the patient had a sternotomy and the surgeon noted no noticeable perforations. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.